Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was damaged during battery change out, was repaired, and subsequently exhibited low impedance. The lv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.